Event description:
A site rep reported that there is a red x and an "emitter is not connected" message displayed. He was able to manipulate the emitter to get it to communicate temporarily, but it would not track consistently. There was no pt present.

Manufacturer narrative:
No pt info, as no pt was involved in this concern. The device has not been returned to the MFR.